Event description:
It was reported that the insulin pump consistently had no delivery alarms during bolus. Customer also experienced high blood glucose readings of 26 mmol/l and reported symptoms of nausea and vomiting. Customer has treated the blood glucose readings with a syringe. No further information reported.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. Unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with minor scratches on the lcd window, a cracked reservoir tube window corners, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.